Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported 'failed downstream occlusion detection'. Evaluation observed the downstream tube guide to be chipped and determined the damage to the downstream tubing guide to be the assignable cause. The downstream tube guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion detection. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.